Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of any damage or cracks. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed with the device including the arterial sampling port. A sampling manifold was connected to the arterial sampling port on the returned oxy and pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 30 minutes. During the pressure integrity testing there were no leaks observed with the device including the arterial sampling port. Reason for return was not confirmed. Conclusion: reported event was not confirmed. Performance analysis including pressure integrity testing was performed. Analysis did not observe any leaks including the arterial sampling. Ports can be damaged if a physical shock occurs during shipping and handling. This is a possible contributor but there wasn't any evidence of physical damage during device analysis. Since analysis was unable to duplicate the leak, the event could not be confirmed, and a cause could not be determined. The DHR for the reported serial number of the device was reviewed and did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported event. There is no indication of a trend or systemic issue associated with the arterial sampling port. All issues with this product are reviewed and monitored during quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during priming, the customer reported the affinity nt oxygenators leaked. The devices were replaced. There was no patient involvement so no adverse effect occurred. Additional information from the customer: 1. Leak was coming from near the heat exchanger seam 2. Leak was coming from near the arterial temp probe port 3. Leak was coming from near the arterial sampling manifold port each of these prime leaks were discovered before any patient contact. The perfusionist was just circulating prime through the cpb circuit as per usual with a system pressure of approx. 100 mmhg. Prime fluid was noted to be dripping on the floor beneath the oxygenators. They were able to pinpoint the location as noted in 1-3 above. Each leaking oxygenator was exchanged with a new 541b and the rest of the priming and patient procedure was uneventful.